Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the <<description>> for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the <<description>> for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found the noise was consistent with noise seen with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Boston scientific technical services (ts) recommended reprogramming the device to a different sensing vector. When reviewing the stored information, ts identified there is only 15 percent battery life remaining. Ts requested engineering review of the battery analysis due to potential premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The patient was covid positive, so the reprogramming was going to be delayed. However, the patient experienced additional inappropriate shock, thus they were brought in for programming two days later. The interrogation was initially unsuccessful, however ts discussed assisted with resetting the telemetry and a successful interrogation and reprogramming occurred. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.